Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual devices used in this incident, it was determined that rear controllers and retractor bands failed. A field service engineer performed multiple actions: powered down affected drawers, manually removed debris, checked bus cables, sensors, and retractor bands, replaced rear controller for auxiliary drawer 1, replaced retractor band for drawer 4-1, and replaced and configured enhanced drawers by sourcing additional pockets from other stations. Hardware test application was run successfully after repairs, and the customer confirmed inventory functionality for all drawers. Fse replaced moab for station k6. The system functioned as intended after the field service engineer repaired the device.